Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a diffuse lamellar keratitis (dlk) on both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center indicated the patient had stage 1 dlk and the patient commented on mild blurred vision. At the 1 day post op exam, topical steroid drops were increased to resolve symptoms. At a the one week post op exam, the left eye had progressed to a stage 3 of dlk and the patient complained of blurry vision in left eye with no pain. The surgery center indicated the event was lasting and disabling, significantly interfering with daily activities. A flap and rinse was performed on the left eye and oral steroids were prescribed. On (B)(6) 2017 the surgery center noted loss of permanent best corrected visual acuity (bcva) not known at this time. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.75 x -.50 x 170, left eye pre-op 20/20 -6.75 x -1.50 x 175.

Manufacturer narrative:
The initial report is was reported that the manufacturing date for the system was 12/31/2007 however, the manufacturing site has provided the date as 2008 (only the year was provided). A review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow up #1 only the year of the device manufacture date was provided (2008). The manufacturing site has now provided a complete device date of manufacture 1/11/2008.